Event description:
On or about (B)(6), 2003, the plaintiff was implanted with a sparc sling to treat her stress urinary incontinence and pelvic organ prolapse. The plaintiff's attorney alleged the plaintiff has "suffered bodily injuries, including, but not limited to, pain, pain during intercourse, continual bladder and urethra infections, and other injuries." It was also alleged the plaintiff has "experienced significant mental and physical pain and suffering, has required additional surgery and medical treatment and she has sustained permanent injury."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.